Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received that trouble shooting did not resolved the issue, so surgical intervention may take place to address the issue,

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient underwent an unrelated surgical procedure 3 months ago and the ipg was not placed into surgery mode. Troubleshooting is pending.